Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were failed to open and not recognized by the system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The field service engineer (fse) inspected the drawers and noted that drawers 13 and 14 had no lights on their boards. It was found that the controller board for drawer 13 and the module controller board for the drawer had failed. Both drawer boards were replaced successfully. Upon reboot, the technical support specialist was able to configure and test the drawers successfully in the application. The system functioned as intended after the field service engineer repaired the device.